Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the pharmacy production operator started preparing a cisplatin infusion bag, noticed that fluff was present near the plunger of the 20ml syringe (bn:2410078). The affected syringe was removed from the isolator and the isolator was cleaned as per sop. No patient involvement.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Through visual inspection, a lint-like material is observed near the stopper area. Based on the photo, it is not clear if the lint is inside or outside of the syringe. A device history review was performed for the reported lot 2410078, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All products were inspected and no lint or other material was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. While we cannot identify a direct issue, based on visual characteristics of the material observed, it is likely the lint/fluff generated during the molding process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.